Event description:
New information revealed that the patient has undergone surgery on (B)(6) 2013. The vns generator was explanted and returned to the manufacturer on (B)(6) 2013 for product analysis.

Manufacturer narrative:
.

Event description:
Product analysis for the vns generator was completed and the battery was found to be depleted. The pulse generator module performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
It was reported that the patient had increase in seizures. A battery life calculation was performed and it showed that the generator has 0 years left until its end of service. According to the physician the increase in seizures is related to the need of the generator to be replaced. He also stated that the increases in seizures are above baseline and that the grand mal seizures have increased. On (B)(6) 2013, normal and system diagnostics showed output=ok/lead impedance=ok/dcdc=3. The patient is scheduled for surgery on (B)(6) 2013.